Manufacturer narrative:
During the evaluation of the device, the third party service center visually inspected the device and found errors for internal battery declining (error code 195) and service required (error code 290). There was no report of patient harm or injury. The customer has declined answering the gfe related questions, this report is being filed as a final.

Event description:
During the evaluation of the device, the third party service center visually inspected the device and found errors for internal battery declining (error code 195) and service required (error code 290). There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.